Event description:
Procedure type: skin closure. According to the reporter: when applying skin grafts on a burns pt, the stapler failed to release the staples, attaching the device to tissue and creating tissue trauma. There was no unanticipated tissue loss and no add'l blood loss over 500 cc. However, there was an extension in surgery by more than 30 minutes, resulting in loss of skin grafts.

Manufacturer narrative:
(B)(4).